Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced chronic pain, infections, lower urinary tract infections, pulling sensations and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.